Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead exhibited chronically low p wave measurements. The atrial lead was capped (B)(6) 2019 and replaced and a routine generator change out was also completed. The patient was discharged in stable condition.